Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when carrying out the dissection of the left lateral closure, the surgeon noticed that the movement of the scissors was impaired. When checking after removing the clamp from the cavity, the surgeon noticed that the cable was broken. The procedure was completed with no reported injury.